Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured (necked-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. On forth reposition in atrium with normal turn counts the cathode conductor terminal pin fractured. The ra lead was removed and replaced prior to pocket closure. A new lead was placed. No adverse patient effects were reported.